Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/15/2025. An investigation was conducted on 10/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000506282 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital . The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during harvest, vasoview hemopro 2 c-ring broke in the center. The c-ring was not retracted in the cannula. The planned surgical procedure (endoscopic vessel harvesting) was not altered due to the reported failure. No patient harm. No added incisions or time. No portion of the c-ring dislodged from the harvesting cannula into the patient¿s leg/arm/tunnel. Finished case using new kit.